Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02744. The pt received his scs system for shoulder pain. It was reported when the pt turns on stimulation, it begins in his fingers and moves to his shoulder as he increases stimulation. He stated in order to feel stimulation in his shoulder, he must turn stimulation up so high it feels like it shocks him and causes seizure-like symptoms. When stimulation was turned up to this level he allegedly is unable to grasp his programmer and to walk and he can barely stand. He stated he felt the overstimulation was in his entire body. He also reported when he attempted to increase the amplitude on (B)(6) 2012 two of his programs auto-reduced and the third program was non-functional. Follow-up identified the pt was reprogrammed but states the shoulder/upper arm stimulation is not high enough. It was reported the pt planned to consult with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.